Event description:
In 2002 (115 days post implant) air leaks were discovered coming from both ventricular assist devices pt was using. Tape was used, but did not achieve adequate seal. Bone wax, flexible esmark bandage, and foam tape sealed the leaks 2 days later. Nine days later, cases were observed to be cracked (the staff kept in constant communication with thoratec reps and engineers for appropriate intervention, follow-up, etc.). Design modifications to the caps were made.